Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the report of "fiber laser straight/forward firing" could not be confirmed; however, the fiber exhibited signs of fracture to the glass cap proximal to fiber/cap fusion zone, allowing the fiber to rotate independently of metal cap and is indicative of a fracture beneath the metal cap; the glass cap/fiber has pushed forward in metal cap and rotated off center; the glass/metal cap adhesion location exhibited moderate burnt glue; the metal cap exhibited severe burnt on detritus; the glass cap exhibited severe devitrification at the output window; the outer flow tube exhibited signs of melting at the open end. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure, @119,683 joules of use, the side - firing fiber was noted to be forward firing. The physician reverted to turp to complete the procedure. "No damages to the patient" reported. Gland volume : 83.7 ml time expended: 11:40 minutes